Event description:
(B) (4) date of event: best estimate is (B) (6) 2009. According to the information received, an end user reported a catheter with blocked eyelets. The customer reported the catheter is not draining urine, and it appears there is no hole at the bottom of the catheter.

Manufacturer narrative:
The return of the device has been requested. It is unknown if the device is still available. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, an addendum to this report will be filed. A review of the lot history records did not reveal any nonconformances or deviations related to this complaint. To date, there have been no additional complaints for this lot number. Device not returned for evaluation